Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 04-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) stated that after many follow-ups, no response was received from the customer. Therefore, the technical support specialist closed the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, unable to take out morphine in drawer 3.5, computer was reset and restarted. Nurse was unable to remove morphine vial from cassette. Patient was blanked out. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.